Event description:
It was reported that the patient felt something sharp on the catheter during insertion and pulled out. No medical intervention was reported. Per sample evaluation it was also found that the catheter had a sharp bump on the catheter shaft during evaluation. Per sample evaluation it was also found a crystal material was found in the catheter eye.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. An orange intermittent catheter was returned. A sharp bump was seen on the catheter shaft. The catheter was retrieved on (B)(6) 2020. A crystal like material was found inside the drainage eye. The device appeared to be used for the treatment. As there was a crystal found in the drainage eye, the reported event was confirmed. However, as the cause was unknown it could not be determined whether the device had met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "instructions for use: indications for use: for urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Warnings: ¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. Caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient felt something sharp on the catheter during insertion and pulled out. No medical intervention was reported.